Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider office called to report a left side deflation exchange of textured devices due to patient's concern with product. This record is for the left side. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare provider office called to report a left side deflation and exchange of textured device due to patient's concern with product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, delamination of the plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on anterior assessed as an unidentified (tear) opening. A delamination partial of the plug strap. (Cohesive failure)